Manufacturer narrative:
.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that one medication order has been stopped on (B)(6), but the worklist was still showing a leading planned administration for (B)(6) that could have led to a extra drug (morphine) administration not wanted by the doctor. The order was not administered to the patient since it was noticed by a nurse when checking the mar and worklist.